Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Visual inspection was done on returned samples, and it was deemed that a part was missing. This was deemed to be from a failure in the production process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: orange particle in the patient connector.